Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR - after an estimated implant period of 36 months, oversensing with inappropriate therapy was reported. The patient was called in. Although xrays showed no anomalies, it was decided to replace the lead. It was not returned to biotronik. Implant, explant, and event dates were not provided.